Manufacturer narrative:
Concomitant medical products: product ID: 3037, serial# (B)(4), product type: programmer, patient. Product ID: 3 093-33, lot# va033kc, implanted: (B)(6) 2013, product type: lead. (B)(4).

Event description:
It was reported that patient had a urinary tract infection (uti) which began about 3 weeks ago. The patient saw their ¿medical dr¿ on (B)(6) and started taking antibiotics. The patient was unsure if their implantable neurostimulator (ins) was causing this issue. The patient was going to see their doctor on monday. Additional information was requested but was not available at the time of this report. If additional information is received, a follow up report will be sent.